Manufacturer narrative:
Bci service repaired the instrument per established procedures and replaced the rap box ac adapter due to water damage. Hardware is the root cause of this event.

Event description:
The customer discovered a leak coming from the unicel dxi 800 access immunoassay system. The customer noted that the source of the leak was the waste line tubing. The customer stated to customer technical support (cts) that the leak had also gotten the rap box wet. There was no report of injury to the user.